Manufacturer narrative:
Company representative evaluated the unit and replaced the display assembly. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the accutor v monitor's display which may have affected monitoring. No pt injury was reported.